Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device battery was leaking. The device was returned to the biomedical department with a report of, "we have a plum (s/n (B)(4)) with a dead battery. It continually displays the error message "warning: replace battery". No tracking information was provided therefore, specific patient information, device programming or, event details were not available. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.